Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus or basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window, cracked reservoir tube lip and stained serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.